Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue, which resolved itself during testing. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. No root cause established.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During testing it was observed the device failed a charge test. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.